Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The device is labeled for single use.

Event description:
This report summarizes one malfunction event. 'A review of the event indicated that a patient allegedly experienced an allergic reaction from the unknown implantable port. This report was received from a single source. 'Of the one event, a patient was involved with no injury. The patients age, and weight was not provided. The patient was female.